Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during occlusion test due to faulty force sensor. Unable to perform basic occlusion, excessive no delivery alarm tests due to prime/fill anomaly. However, unit passed the displacement. Unit had cracked reservoir tube lip and battery tube threads noted during visual inspection.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 436 mg/dl. Customer stated that he had stomach flu prior to hospitalization. Nothing further was reported.